Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that they had pulled the wires early this morning on their undergarments and that they had seen the blood under the bandage and that it had bled. The patient reported that they had an incision on their right buttock cheek and they were wondering if that was where the lead had pulled out. On (B)(6) 2019, the patient reported that they thought the wire might have come out because they could barely feel the stimulation. On (B)(6) 2019, the patient stated their symptoms had gotten worse so they were pretty sure the wire had become dislodged. There were no further complications reported/anticipated.